Manufacturer narrative:
Device evaluate by MFR.: promus element,mr,ous 3.50x32mm stent delivery was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 28mmx3.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After engaging a 6f cls 3 mach 1 guide catheter and placing a non-bsc guide wire, pre-dilatation was performed with a 2x12mm nc quantum apex balloon catheter. A 3.50x32mm promus element drug-eluting stent was advanced for treatment. However, the physician had difficulty tracking the lesion and felt resistance. The device was removed and it was noted that the distal portion of stent strut was damaged. The procedure was completed with a 3.5x32mm promus premier select stent. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 28mmx3.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After engaging a 6f cls 3 mach 1 guide catheter and placing a non-bsc guide wire, pre-dilatation was performed with a 2x12mm nc quantum apex balloon catheter. A 3.50x32mm promus element drug-eluting stent was advanced for treatment. However, the physician had difficulty tracking the lesion and felt resistance. The device was removed and it was noted that the distal portion of stent strut was damaged. The procedure was completed with a 3.5x32mm promus premier select stent. There were no patient complications reported and the patient status was stable.